Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient had administered 15.30units at 9:00 pm. Reportedly, the patient did not remember if this was for food or a correction and also did not remember experiencing any symptoms as a result. Allegedly, at 2:15 am ((B)(6) 2014) another 0.60 units was primed while the patient was still attached. It was reported that the patient was found to be seizing while asleep on (B)(6) 2014, and that the patient¿s blood glucose (bg) was 63mg/dl. The reporter stated that they had injected glucagon into the patient, called paramedics and the patient was taken to the ER where they were administered glucagon injection, IV glucose, IV sodium chloride and electrolytes, then after 5 hours was sent home. It was reported that the patient had been routinely using the prime step to bolus instead of using the ez carb feature because they thought it to be quicker, and that the patient did not check bgs consistently. Troubleshooting determined that there had been no pump setting adjustments by the patient¿s healthcare provider before or after the alleged event, the patient remained on the pump, and that pump return was not required. This complaint is being reported for alleged hypoglycemia associated with pump use for which it was determined that patient use error was a contributing factor.